Event description:
The user facility reported an 80-year-old female patient needing an impella cp for mechanical circulatory support. While positioning the pump, it was noted that the action was causing ventricular tachycardia (vt) due to the anatomical structure of the patient's heart. After finding a comfortable position, support was able to continue with the implanted device. No intervention was required.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.